Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER for dizziness and falls. Upon interrogation, the patient was found to be in atrial flutter. High ventricular rate episodes were recorded by the device and these events were oversensing episodes on the ventricular channel. The patient has an underlying ventricular rhythm and the oversensing did not result in any pauses in ventricular activity. No changes were made and the lead will remain implanted. Over sensing appeared to be due to unipolar ring sensing configuration.